Manufacturer narrative:
The investigation has determined that a higher than expected vitros tsh result was obtained from a sample from a single patient when tested on a vitros xt7600 integrated system using reagent lot 7240 when compared to a repeat tsh test result obtained from a repeat test of the same sample on a different vitros xt7600 integrated system. A definitive assignable cause for the discordant higher than expected vitros tsh result could not be determined. Based on historical quality control results, a vitros tsh performance issue is not a likely contributor to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, an instrument issue cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer at the time of the event. In addition, pre-analytical sample processing could be ruled out as a contributing factor, as it was established that the customer was following the sample collection device manufacture's recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling is unlikely to have contributed to this event. Based on the repeat vitros tsh result obtained for the patient and given that there appears to be historic thyroid results for the patient that would point to a euthyroid status as the expected result, coupled to the euthyroid vitros ft4 result obtained on 01 july 2024, the higher than expected vitros tsh result obtained on (B)(6) 2024 is likely erroneous. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7240.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros tsh result was obtained from a sample from a single patient when tested on a vitros xt7600 integrated system using reagent lot 7240 when compared to a repeat tsh test result obtained from a repeat test of the same sample on a different vitros xt7600 integrated system. Patient 1 result of 17.35 miu/l versus the expected result of 2.462 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tsh result of 17.35 miu/l was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 607554.